Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a microclave¿ clear connectorin which the customer reported that during the iron treatment, it was impossible to administer the treatment as the valve appeared to be blocked, therefore, the valve was changed and the treatment was able to be carried out. The administration of iron was done by gravity infusion. There was no defects noted on the device prior to the event. There was a delay in therapy, that is the time to change the valve. The patient was connected to the device at the time of the event, however, no harm was reported as a consequence of the event.